Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon had leaked likely due to calcification in the patient's aorta. It was also noted that there were some visible blood dots in helium tube. The tubing was disconnected, but the iab was left inserted for approximately 1 hour and 40 minutes which is well outside of product instruction for use direction. The iab became difficult to remove and removal then required an additional surgical procedure. Details of this were not shared beyond that. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the iab had leaked likely due to calcification in the patient's aorta. It was also noted that there were some visible blood dots in helium tube. The tubing was disconnected, but the iab was left inserted for approximately 1 hour and 40 minutes which is well outside of product instruction for use direction. The iab became difficult to remove and removal then required an additional surgical procedure. Details of this were not shared beyond that. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). Device available for eval? Updated from "yes" to "no" additional information - patient information, describe event or problem , date of event. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).